Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and reported failure (error 23017) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. Additional findings during evaluation: physical damage to the gimbal handle was observed during evaluation. The gimbal grip pads were found to be worn out during evaluation. During evaluation, the opto buttons were found to be worn. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the master tool manipulator-right (mtmr) to resolve the reported issue. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was repeated recoverable fault 23017. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed logs and confirmed error on the master tool manipulator right (mtmr). The tse suggested a hard power cycle of the system. The system booted up as expected, but upon moving the mtmr axis 3, it produced error 23017. The procedure was converted to laparoscopic surgery with no reported injury.